Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with currents in spec. No unexpected failed battery test. However, the insulin pump was received with intermittent button response due to moisture damage keypad trace. The motor was received with corroded motor home switch. No moisture damage on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad and alarmed failed battery. The customer's blood glucose reading was 160 mg/dl. The customer stated the insulin pump was exposed to water. She stated the keypad was unresponsive and there is condensation behind the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.